Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with scratched case. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, displacement accuracy test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify possible under delivery anomaly due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that the insulin pump had high blood glucose of 328 mg/dl. Customer had passed self test. Customer had used auto mode feature. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.